Event description:
Procedure type: nephrectomy. According to the reporter: while in use on patient, the device could not cut the tissue. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.